Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: g2. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer stated that the unit was working. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Due to character limitation, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement.